Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope.

Event description:
It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery system were intended to be implanted in the pancreas to facilitate pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the cautery pin of the first stent fell out before utilizing it. Therefore, a second stent was used; the physician reported when deploying the second flange, the stent did not deploy and was stuck in the scope (subject of this report). The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event, and the patient is expected to fully recover.